Event description:
It was reported that the patient's visual acuity (va) is about 0.8 post intraocular lens (iol) implantation; however, it was decided to replace the iol due to patient complaining of visual discomfort. Surgeon explant the iol. Product not available for return. Vision pre-operative: 0.8 and vision post-operative:0.8. No further information available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.